Event description:
Information was received from a patient's representative regarding an external device. The reason for call was caller reported patient had transesophageal echocardiogram (tee) yesterday and they had to turn off the therapy and today when they tried to turn the therapy back on it was showing no device response. During the call, agent advised the caller to power off the handset and reset the communicator. Agent had the caller power on the handset after the communicator was reset successfully and connect to the my stim app. Caller said they were able to connect to therapy app however they got a message therapy off contact your clinician. Your therapy turned off automatically. Your neurostimulator cannot provide the requested therapy. Service code: 323. The issue was not resolved. The patient was redirected to their healthcare provider (hcp) to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.